Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# v357570 implanted: (B)(6) 2009 explanted: (B)(6) 2014 product type lead . Product ID 3037 serial# (B)(4). Product type programmer, patient product ID 3889-28 lot# v357570 implanted: (B)(6) 2009 explanted: (B)(6) 2014 product type lead. All codes apply to the lead. Analysis of the lead (v357570) revealed that the lead body was cut through and the product was segmented. Analysis of the implantable neurostimulator (njy139960h) revealed that the ins battery had normal end of life, no telemetry, and no output. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's implantable neurostimulator (ins) was replaced due to normal estimated replacement indicator (eri). The lead was also replaced for a system upgrade. It was noted that the battery had less than six months left and the lead had impedances on all electrodes. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot#: v357570, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer, patient. Product ID: 3889-28, lot#: v357570, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.